Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn't deploy properly and was unable to be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn't deploy properly and was unable to be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The delivery device, seal and tension spring assembly were returned inside the loading device. Sign of blood were observed on the loading device, delivery device, and plunger. The delivery device was removed from the loading device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was taken out from the loading device for inspection. The seal remained in a taco position with no crack/delamination of seal was observed. The seal was completely intact. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .221in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based on the received condition of the device, the reported failure "activation problem; seal" was not confirmed but was confirmed for analyzed failure "fitting problem".